Manufacturer narrative:
The guide support with a 6fr jr4 medtronic guide catheter was not good. The guide catheter was discarded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary, drug eluting stent was used to treat a non tortuous, non calcified lesion exhibiting 80% stenosis in the ostium of the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was inserted into the body and would not cross the lesion. The stent was removed and upon inspection after removal, there were stent struts noted to be sticking out. The guide support was not good, and the stent would not cross the lesion. After the defective stent was removed, the guide was exchanged and the new stent crossed the lesion right away. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summery: a stopcock was returned attached to the returned device. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal and proximal wraps. Deformation was evident to the 1st, 8th,15th and 18th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.